Event description:
Equipment event note:trumpet valve suction irrigator failed to work during laparoscopic cholecystectomy. The case was delayed while a new one was retrieved and prepared.device #1is this a laboratory device or laboratory test?no.